Manufacturer narrative:
Other applicable components are: product ID 3387s-40, lot# va17zeq, implanted: (B)(6) 2016, product type: lead. Product ID 3387s-40, lot# va16g3k, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient just had one lead removed for an infection. The caller added that the patient was struggling with a spot that had opened on the patient¿s head since july and the plastic surgeon tried closing it up in july, so they removed the lead on oct 17th. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va17zeq, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot#: va16g3k, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-apr-2019, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that there was a small opening with granulated tissue near the deep brain stimulation (dbs) left lead. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The surgeon cleaned and closed the wound,but it only lasted 3 weeks and then opened back up. A culture indicated infection, and the presence of 2+ skin flora isolated, 4+ cutibacterium (propionbacterium) acnes, 1+ polymorphnuclear leukocytes, and 2+ gram positive bacili. The issue was not resolved at the time of the report. No further complications were reported or anticipated with this event.